Manufacturer narrative:
The field service engineer (fse) found that the probe wipe rinse block was overflowing and was leaking. The fse could not determine what was causing the probe wipe to overflow. The fse replaced the entire probe wipe assembly and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 2 ml and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.